Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft break occurred. While unpacking and preparation the promus premier select shaft was broken in two parts. The procedure was completed with another of the same device. No patient complications and no patient injuries resulted in relation to this event.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft break occurred. While unpacking and preparation the promus premier select shaft was broken in two parts. The procedure was completed with another of the same device. No patient complications and no patient injuries resulted in relation to this event. P select ous mr 2.50 x 24mm stent delivery system was returned for analysis broken into 2 sections. Based on the potential root causes identified, the following attributes were examined: a visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement. The mid crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion identified a break in the mid-shaft extrusion at the hypotube/midshaft bond. A visual and microscopic examination of the tip found no tip damage. No other issues were identified during analysis.